Event description:
The user facility reported that air entered the extra-corporeal circuit during cardiac surgery. The pump flow was immediately reversed to prevent any air bubbles from reaching the patient. As an extra measure of safety, the patient was temporarily placed in a head-lower-than-feet position. Followup with the user facility confirmed that the patient was not injured by the event.